Event description:
It was reported that during an unk procedure, the insulation portion of the jaws melted and fell off of handle into pt. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.